Event description:
Information received by medtronic indicated that, customer experienced hyperglycemia and the event was treated with manual injection/insulin pen. Customer blood glucose was 400 mg/dl at the time of incident. Customer also reported battery cap damage and alleged insulin pump was not delivering the insulin. Troubleshooting was not performed and it was unknown whether auto mode function was active or not at the time incident. No harm requiring medical interventions were reported. Customer will discontinue use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The battery cap was inspected; no damage or missing/broken-off metal contact was found. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded the trace and history files using thump and carelink upload was successful. No under-delivery anomaly was noted during testing. There were not any no delivery (insulin flow blocked) alarms located in the downloaded history and trace files. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery tube threads, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Insulin flow blocked alarm complaint is not confirmed. The battery cap was inspected; no damage or missing/broken-off metal contact was found. The pump history file lists 79 boluses on the event date, 12/6/2023. Please see below for the first 10 boluses listed on the event date, 12/6/2023: 12/06/2023 02:26:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). 12/06/2023 02:31:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). 12/06/2023 02:36:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). 12/06/2023 02:41:23.000 normalbolusdelivered (220)bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). 12/06/2023 02:46:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). 12/06/2023 02:46:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). 12/06/2023 02:56:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). 12/06/2023 03:01:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). 12/06/2023 03:06:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u). 12/06/2023 03:11:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u). Please see below for the daily total of all insulin delivered on the event date, 12/6/2023: 12/07/2023 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 12/06/2023 00:00:00.000. Dailytotalofallinsulindelivered: 509500 (50.95 u), dailytotalofbasalinsulindelivered: 153000 (15.3 u), dailytotalofbolusinsulindelivered: 356500 (35.65 u). There were no auto suspend events on the event date, 12/6/2023. Please see below for the user suspend on the event date, 12/6/2023: 12/06/2023 14:32:40 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2). 12/06/2023 17:23:24 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.